Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and healthcare professional. It was reported the device was not used for some months because it was not working. The rep said the cause was not determined. The hcp ordered x-rays so they could better locate the ins, but the patient has not had the chance to get these images taken. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was with the patient who reported poor coupling and communication issues. It was reviewed that the ins was mostly likely discharged due to the patient having no communication with the controller and tablet and attempts to recharge resulting in passive recharge mode. It was reported that passive mode antenna locate numbers were between 15 to 38 and when the recharger was off of the ins it was at 37. The patient had reported poor coupling for the past two months. Th ep also reported that the ins had been moving around in their pocket and reported some weight loss. Currently the ins could not be felt/palpated. It was reviewed the possible need for pocket revision and that the patient could continue to recharge with poor coupling. X-rays were also discussed as a possible diagnostic step. The event began in (B)(6) 2019. No symptoms were reported. No further complications were reported/anticipated.